Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle was found unpacked in the box before use. The following information was provided by the initial reporter: "while taking syringes out of the cardboard box that was sealed shut, I came across an unpackaged syringe with an exposed needle."

Event description:
It was reported that the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle was found unpacked in the box before use. The following information was provided by the initial reporter: "while taking syringes out of the cardboard box that was sealed shut, I came across an unpackaged syringe with an exposed needle."

Manufacturer narrative:
H6: investigation summary one photo was received and evaluated. The photo depicted a loose 1ml s/t syringe with unshielded needle attached. The syringe was on top of a piece of cardboard or a box. The needle was slightly bent at the hub. It was not clear from the photo whether the sample was part of an original sealed bd box. Two follow up photos were received and evaluated. One photo showed an outside of a bd shelf carton with label blurry and unable to be read. One photo showed inside of a shelf carton containing packaged 1ml tb syringes with needles, confirmed to be from batch #0021463 (p/n 309623). Based on the view of the few packages with visible bottom web, the packages were sealed and cut correctly with no defects observed. No issues were found during manufacturing that could contribute to the described defect. Based on the evidence available today, the potential root cause for unpackaged syringe cannot be determined at this time. Since root cause could not be determined, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. .